Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was still feeling pain. The pump contained morphine with a concentration of 2.5mg/ml and was being delivered at 0.12mg/day. It was stated that the patient had an appointment scheduled with her physician on the following day for a dose increase. He was slowly increasing the patient¿s dose every week. It was noted that, at the time of report, the patient was also taking two 60mg ms contin with 30mg in the afternoon. Later that same day, it was reported that the physician planned to lower the patient¿s dose of oral medication, which caused the patient to start crying. She was concerned about lowering the oral dose when her intrathecal dose was still so low. The patient wanted the physician to wait on lowering the oral dosage. At the time of report, the patient was still experiencing enough pain that she couldn¿t walk through a (B)(4). It was noted that she already had her surgical sutures and staples removed. The pump was originally filled with 10mg of preservative-free morphine mixed with 10mg of preservative-free saline. Six weeks later, it was reported that the patient was still in a lot of pain. At the time of report, the patient was having weekly adjustments to the pump flow rate; however, the patient didn¿t feel a change with them. It was noted that the patient was concerned with the physician decreasing her oral medication dosage so soon after implant. The oral medications had been dropped from 150mg of ms contin to 90mg by the time of report. Additionally, the medications would be further dropped to 60mg on the day following report. The reporter also questioned if the patient was still feeling pain because the morphine in the pump was diluted with saline. About two weeks later, it was reported that the patient¿s managing physician was out of town and the nurse at the clinic wouldn¿t adjust the pump dosage. It was noted that the patient¿s next appointment with her managing physician was scheduled for (B)(6). At the time of report, the patient¿s oral medication consisted of two 30mg ms contin per day. Additionally, the most recent pump rate increase was from 3.6mg per day to 4.0mg per day. About five weeks later, it was reported that the patient had a 10% increase in her pump infusion the day of the report and was wondering if she should feel it. It was then noted that she only noticed the difference when she gets refills, but that she would ¿overdo it and she would have more pain.¿ the patient was also taking oral morphine 15mg 3 times per day and percocet 10/325mg, but the frequency was not reported. Four days later, it reported that the patient was still reporting a lot of pain at night time. The patient noticed that she was able to get going faster in the morning and indicated she was getting 30% pain relief. The patient was having difficulty in trying to get answers from her doctor. Three days later, it was reported that the patient¿s ¿back went out¿ on the day prior to report from spending so much time at the library. Five days later, it was reported that the patient was evaluated by her physician who recommended she see a medtronic representative when she goes in for an appointment with a different physician on the following day to get the pump adjusted or increased. The patient noted being in pain after going shopping. The patient also noted she could not cook or vacuum due to pain, and noted being told by her physician that she was ¿doing too much¿. The patient was to have a refill on the following day and noted she would ask for an increase in medication. The patient stated she was on another medication ¿like percocet and morphine¿, and noted ¿I¿m taking mscotton 15 mg 3 times per day, I was at 150.¿ on the next day, it was reported the patient had been in pain since implant. The patient again noted that her dose was not working and lasting for her pain. The patient noted the pump was working, but was not working as well as she would like. The patient also noted the physician was lowering her oral medication dosage. The patient had an MRI of the pump and catheter, and it was noted there were no issues with the pump or catheter. On the next day, it was reported that the patient was evaluated on the prior day and had her dose and/or concentration increased. The patient¿s next appointment was scheduled for (B)(6). Per the patient, the morphine dose was 5.496 mg/day at 40 mg/ml. About five weeks later, it was reported the patient had an appointment with the healthcare provider (hcp) on (B)(6), but ¿something weird¿ was going on and the patient saw the hcp on (B)(6). The patient had a CT done to assess for a leakage or problem, because of not getting enough pain relief. The dose was increased 4% on that day. The hcp was recommending the patient have stenosis surgery and would not prescribe any more breakthrough meds for the patient. Six days later, it was reported that the patient could not do anything. She could not vacuum, get in or out of the car, or go shopping because walking through aisles would cause her to be in tears. At the time of report, the patient had not gone anywhere in five days due to the pain she was in. She couldn¿t stand during cooking, so she was living on cereal because it was easy to prepare. In addition, the patient had a toothache since a week prior to report and was scheduled to see a dentist on the following day. The reporter inquired why the pump medication would not help with that pain. The patient had not heard any beeping or alarm from the pump and did not believe the pump was the problem. At the time of report, the patient had been completely taken off of oral medications. She also had an appointment with her managing physician to discuss the possibility of getting a personal therapy manager (ptm) or changing medication, although the physician had said it was too soon for that. The implanting physician had done a CT scan of the catheter to see if it had moved or if there were any leaks, but according to him, everything was fine. However, the reporter stated that, at the pump and catheter implant, the physician had not been able to put the catheter at l4-l5 where her problems were; he had needed to go further up.